Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-1293) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus"), vaginal perforation ("perforation (other)- please describe and state location of the perforation: vagina"), device expulsion ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus") and seizure ("increased seizure activity") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted both coils into the one tube". The patient's concurrent conditions included overweight, abdominal hernia, anxiety, depression and overactive bladder. Concomitant products included salbutamol (albuterol) since 2008 for asthma, medroxyprogesterone acetate (depo-provera) since 2008 for contraception, metformin since 2012 for diabetes, leuprorelin acetate (lupron) since october 2015 for pelvic pain female and dyspareunia as well as fluconazole (diflucan), oxybutynin hydrochloride (oxybutynin chloride) from may 2012 to june 2015 and tolterodine (detrol) from june 2015 to july 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced headache ("worsening of her headaches") and migraine ("migraines"). In august 2013, the patient experienced fatigue ("chronic fatigue"), dysgeusia ("metallic taste in mouth") and dysmenorrhoea ("abnormally severe menstrual pain/cramping"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pelvic pain everyday") and abdominal pain ("constant pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In september 2013, the patient experienced weight increased ("weight gain"), dental caries ("tooth decay") and tooth disorder ("dental problems"). In october 2013, the patient experienced dyspareunia ("intimacy has went out the door because she could not bear the pain/painful intercourse"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). In may 2015, the patient experienced fungal infection ("yeast infection"). In october 2015, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, device expulsion (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dyspnoea ("trouble breathing"), vomiting ("vomiting several times a day"), malaise ("her life has been a nightmare of sicknesses"), tooth loss ("tooth loss"), alopecia ("hair loss"), pelvic prolapse ("diagnosed with prolapse"), discomfort ("pressure"), abdominal distension ("bloating") and allergy to metals ("not informed the coils contained nickel which she was allergic to"). The patient was treated with ibuprofen (advil), panadiene co (tylenol #3), surgery (in nov-2016, patient underwent total hysterectomy and left salpingectomy), surgery (in nov-2016, patient underwent total hysterectomy and left salpingectomy) and surgery (in nov-2016, patient underwent total hysterectomy and left salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, vaginal perforation, device expulsion, fatigue, dysgeusia, pelvic prolapse, pelvic pain, abdominal pain, discomfort, abdominal distension, dyspareunia, allergy to metals, dysmenorrhoea, menorrhagia, headache, vaginal haemorrhage, tooth disorder, adenomyosis, fungal infection and migraine was resolving and the seizure, dyspnoea, vomiting, malaise, weight increased, dental caries, tooth loss and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, dental caries, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fungal infection, headache, malaise, menorrhagia, migraine, pelvic pain, pelvic prolapse, seizure, tooth disorder, tooth loss, uterine perforation, vaginal haemorrhage, vaginal perforation, vomiting and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have "mostly resolved; though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in october 2013: full occlusion of fallopian tube quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- yeast infection, migraines, vaginal perforation. And abnormal bleeding (menorrhagia) clubbed to previous events. Event onset date, concomitant drug, concomitant disease were added. Events outcome were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus"), device expulsion ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus") and seizure ("increased seizure activity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted both coils into the one tube". The patient's concurrent conditions included overweight. On (B)(6) 2013 , the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, device expulsion (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspnoea ("trouble breathing"), vomiting ("vomiting several times a day"), malaise ("her life has been a nightmare of sicknesses"), weight increased ("weight gain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste in mouth"), pelvic prolapse ("diagnosed with prolapse"), pelvic pain ("severe pelvic pain/pelvic pain everyday"), abdominal pain ("constant pain"), discomfort ("pressure"), abdominal distension ("bloating"), dyspareunia ("intimacy has went out the door because she could not bear the pain/painful intercourse"), allergy to metals ("not informed the coils contained nickel which she was allergic to"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), headache ("worsening of her headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("dental problems") and adenomyosis ("adenomyosis"). The patient was treated with surgery (in (B)(6) 2016, patient underwent total hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, seizure, dyspnoea, vomiting, malaise, weight increased, dental caries, tooth loss, alopecia, fatigue, dysgeusia, pelvic prolapse, pelvic pain, abdominal pain, discomfort, abdominal distension, dyspareunia, allergy to metals, dysmenorrhoea, menorrhagia, headache, vaginal haemorrhage, tooth disorder and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, dental caries, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, malaise, menorrhagia, pelvic pain, pelvic prolapse, seizure, tooth disorder, tooth loss, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have "mostly resolved; though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tube quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, dental problems, adenomyosis,perforation other clubbed with uterine perforation added. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1293, awareness date 01-oct-2015). This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus"), device expulsion ("pelvic ultrasound, revealed that the left essure micro-insert had migrated and perforated the wall of her uterus") and seizure ("increased seizure activity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted both coils into the one tube". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, device expulsion (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspnoea ("trouble breathing"), vomiting ("vomiting several times a day"), malaise ("her life has been a nightmare of sicknesses"), weight increased ("weight gain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste in mouth"), pelvic prolapse ("diagnosed with prolapse"), pelvic pain ("severe pelvic pain/pelvic pain everyday"), abdominal pain ("constant pain"), discomfort ("pressure"), abdominal distension ("bloating"), dyspareunia ("intimacy has went out the door because she could not bear the pain/painful intercourse"), allergy to metals ("not informed the coils contained nickel which she was allergic to"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding") and headache ("worsening of her headaches"). The patient was treated with surgery (in (B)(6) 2016, patient underwent total hysterectomy and left salpingectomy). At the time of the report, the uterine perforation, device expulsion, seizure, dyspnoea, vomiting, malaise, weight increased, dental caries, tooth loss, alopecia, fatigue, dysgeusia, pelvic prolapse, pelvic pain, abdominal pain, discomfort, abdominal distension, dyspareunia, allergy to metals, dysmenorrhoea, menorrhagia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dental caries, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, malaise, menorrhagia, pelvic pain, pelvic prolapse, seizure, tooth loss, uterine perforation, vomiting and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have "mostly resolved; though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2017: after internal review, it was noted that intervention required was not selected for the event uterine perforation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.